Event description:
The lead exhibited loss of atrial sensing and capture. Fluoroscopy revealed that the atrial lead had dislodged into the ventricle. The lead was repositioned successfully.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.